Manufacturer narrative:
Date of event: event date not provided and estimated to (B)(6) 2021.

Event description:
It was reported that the stent dislodged from the balloon. A 6.0x40x135 cm express ld balloon expandable stent was selected for use. As the stent delivery system was advanced through a non-bsc introducer sheath, the stent dislodged from the balloon. The stent did not enter the patient artery. Another stent was used to complete the procedure. There were no patient complications.